Event description:
The issue was with the patient's driveline. The white sheath separated from the metal connector that goes into the controller. The issue was noted on (B)(6) 2012. It was temporarily fixed with tape and permanently fixed with a clamshell on (B)(6)-2012.